Event description:
It was reported that "about 18h00 on (B)(6), 2010 in the afternoon the md inserted the intra-aortic balloon (iab) catheter through a sheath, via the right femoral artery. At the time of insertion, they encountered difficulty with the fiberoptix sensor (fos). The fos was not recognized & as a result, the catheter was used as a conventional catheter. On sunday morning, at about 08h00, the sales representative (sr) received a phone call asking for advice because the augmentation on the arterial pressure waveform was not accurate & it seemed as if the intra-aortic balloon pump (iap-0500 serial number (B)(4)) was not assisting patient (pt.). On arriving in ICU the sr immediately saw blood in the driveline tubing & explained to the staff that the pump must be switched off & catheter must be removed from pt. Per the staff, they already notified the cardiologist & he also advised them to remove the catheter. The staff kept the pump on until they were ready to remove the catheter. The staff kept the pump on until they were ready to remove the catheter. The pump continued to alarm "helium loss 3." The sr switched off the pump & noticed the blood in the collection chamber behind the helium tank. Damage was caused to the pump due to the blood entering the pump. The staff was going to remove the iab catheter later that morning.

Manufacturer narrative:
(B)(4). Additional information received on 9/29/2010 from the sr stated they went to call on customer to follow up on events of the weekend & per staff, during insertion they did not encounter any difficulties except that the fos did not work. Sr was informed that they removed iab catheter & they noticed a spring wire guide (swg) penetrating through the balloon catheter." There was no reported patient death or injury. There was no reported delay or interruption in therapy. There were no reported patient complications. The outcome of the patient is "patient still in intensive care unit three days later." Follow-up report will be filed if additional information becomes available.